Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Addition information: the doctor did a piggyback on od (right eye) and will schedule to work on the patient's other eye later. Patient was happy with the post-op results. No other information was provided. Corrected data: the initial MDR report inadvertently did not include verbiage for device evaluated by manufacturer. The following has been updated accordingly: the device was not returned for analysis as to date it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: unknown/not provided. If explanted; give date: not applicable, the lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor has a patient with a hyperopic outcome with implant of a tecnis multifocal lens. He is considering an ar40 lens either 1.5 or 2.5 diopter based on spherical equivalent and has requested assistance with his patient. No additional information provided. The doctor was provided medical consultation to help his patient. Use of a piggyback iol, with a round edge silicone 3-piece lens such as a model ar40 was advised. The calculation recommendations were provided along with suggested placement options for the lens. Various options pro and con were provided to the doctor who appreciated the advice.